Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted concurrently with hysterectomy. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, fistula, recurrence, bleeding, and dyspareunia. On (B)(6) 2013 the patient underwent mesh removal due to erosion. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that the patient also underwent left salpingo-oophorectomy and extensive lysis of adhesions on (B)(6) 2013 due to pelvic pain, dyspareunia, left abdomen and extensive pelvic adhesion to the left side. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.